Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted. Patient currently has only one lead implanted. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000063387.

Event description:
It was reported that the patient experienced ineffective therapy and was not able to set their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedance.